Event description:
It was reported that the load wheel section is broken. It is unknown if there was patient involvement or adverse consequences.

Manufacturer narrative:
(Other) - broken wheel section.